Event description:
It was reported that shaft break occurred. A percutaneous coronary intervention was being performed. While preparing the 4.00mm x 15mm nc emerge balloon catheter the shaft broke. The procedure was completed with a different device. There was no patient complications reported.